Manufacturer narrative:
D4 - primary unique device indentifier (B)(4) "UDI related data quality updates only". H6- device history record (DHR) review; the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventative actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative - manufacturer narrative - iritis and pigment dispersion are identified in the labeling as known potential adverse events following icl implantation. The dfu states for complications and adverse reactions: adverse reactions and complications due to, or following surgery and implantation of any evo/evo+ ticl may include, but are not limited to: hyphema, non-reactive pupil, pupillary block, additional yag iridotomy, secondary glaucoma, cataract, intraocular infection, uveitis/iritis, retinal detachment, vitritis, corneal edema, macular edema, corneal decompensation, over/under correction, significant glare and/or halos (under night driving conditions), hypopyon, increased astigmatism, loss of bscva, rotation/decentration/ subluxation, iop elevation from baseline, corneal endothelial cell loss, iris pigment dispersion, secondary surgical intervention to remove/replace/ reposition the lens, peripheral anterior synechia (pas), iris synechia to implant, conjunctival irritation, vitreous loss a precaution provided: (7) safety and effectiveness of the lens has not been established in patients with: unstable refractive error in either eye, keratoconus, history of clinical signs of iritis/uveitis, synechia, pigment dispersion syndrome, pseudoexfoliation, insulin-dependent diabetes or diabetic retinopathy, history of previous ocular surgery including refractive corneal surgery. In cases of episodic or recurrent inflammation, patient anatomy, systemic health and autoimmune factors are potential contributors. An exact cause could not be determined as the event could be multifactorial in nature including patient and procedural factors.

Event description:
A staar representative was contacted by the implanting surgeon who forwarded a report of a vticm5 toric implantable collamer lens implanted into the patient's left eye (os) on (B)(6) 2023. This lens was explanted on (B)(6) 2024. Pigment dispersion and recurrent iritis were observed prior to explantation. Visual acuity and iop parameters were not provided, as well as the cause of the event. The surgeon reported the patient refused to undergo "surgery (replacement of lens)". Reportedly the fellow eye is quiet with an icl implanted. To date the lens has not been returned for evaluation. If additional information is received, a supplemental medwatch report will be submitted.